Manufacturer narrative:
Correction/additional information: lot number. MDR 3007697864-12/12/2017-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the line was detached from the hansen connector in unit 4. The reported condition was verified. The cause of the condition was determined to be an insufficient gluing of the hansen connector to the corresponding line during manufacture of the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During use, the customer noticed an external fluid leak on a mars kit. The mars kit leaked fluid at the connection between the line and the bottom connector of the dialyzer. The device was in use on a patient, however, there was no patient injury or medical intervention associated with this event. No additional information is available.